Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, tried pressing and holding the transducer vent button while powering the iabp system on, but could not get into alternate power up mode (service diagnostics). The fse found code f5 on the executive processor board while powering the iabp system on before the iabp gave the loud sound continuously. The fse then replaced the executive processor board and the iabp was then working as intended. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a software upgrade that was done on the cardiosave intra-aortic balloon pump (iabp) and performed by a getinge field service engineer (fse), upon completion of the upgrade, the iabp was turned on and the fse noted that the iabp was not working properly. The iabp self test approximately 5 minutes and had a loud continuous alarm and the display disappeared.